Event description:
During a lap cholecystectomy procedure, the surgeon was firing and on the 3rd firing the cam mechanism sheared off. The piece of the instrument was retrieved from the patient. The procedure was completed with another device. The device used under normal application, was not crossing clips. There was no patient consequence.